Event description:
The following was reported to hamilton medical ag: while ventilation volume was set 500 ml, inspiratory pressure was increasing rather than decreasing although the current volume was more than 500 ml. As shown on the attached video 'pressure doesn't decrease although volume is high', after pi peak was 28 and vt was 577, the next pi peak was 29 and vt was 594. After that, the pi peak didn't seem to be decreasing, though the vt was still higher than the setting. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. The device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: while ventilation volume was set 500 ml, inspiratory pressure was increasing rather than decreasing although the current volume was more than 500 ml. As shown on the attached video 'pressure doesn't decrease although volume is high', after pi peak was 28 and vt was 577, the next pi peak was 29 and vt was 594. After that, the pi peak didn't seem to be decreasing, though the vt was still higher than the setting. No health consequences or impact.